Event description:
Reportedly, valve was explanted at implant, due to a 'significant' central jet. No other details were provided. Incident date is currently unk, so the aware date is being used as the incident date.

Manufacturer narrative:
Device not returned.